Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2016, the customer reportedly received the following results on the compact plus system within 10 minutes: "lo" mg/dl and 192 mg/dl. On (B)(6) 2016, the customer reportedly received the following results on the compact plus system within 10 minutes: 13 mg/dl and 113 mg/dl. On (B)(6) 2016, the customer reportedly received the following results on the compact plus system within 10 minutes: 17 mg/dl and 171 mg/dl. The "lo" mg/dl result, which on the system indicates a result of less than 10 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.